Manufacturer narrative:
D6b: explanted date: device was not explanted. E3: occupation: manager, cardiac cath lab, visiting clinics, and pacemaker clinic. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device involved failed to deploy correctly. Estimated blood loss was less than 250 ccs. The event occurred intra-operative. Additional information was received on 11 jul 2023: the seal deployed however it did not achieve hemostasis, there was persisted bleeding therefore, manual pressure was applied to the femoral artery to stop bleeding. A clamp was utilized later in the recovery area. A diagnostic angiogram was performed. The patient was in stable condition post procedure, no issues identified.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).